Event description:
The pump was returned for investigation. Evaluation revealed corrosion in battery compartment. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 12/30/2013 with the following findings: review of the black box shows unusual fluctuation of the voltage. There is visible corrosion in the battery compartment. No damage found to the battery compartment. The battery cap was not returned. The complaint was verified in the history but could not be duplicated during the investigation. (B)(4).